Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
-------

Event description:
Boston scientific received information that a subcutaneous erosion of this pocket was observed. The revision procedure was performed and the pocket was drained and cultured. No adverse patient effects were reported.